Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that his keypad was unresponsive. The customer's blood glucose at the time of incident was approximately 150 mg/dl. The customer was asleep when beeping from his sensor woke him up and the beeping wouldn't stop. He attempted to clear the lost sensor alarm but his buttons were not working. The customer was advised to discontinue use of the pump. The insulin pump was returned for analysis and a replacement device was sent to the customer.

Manufacturer narrative:
The insulin pump communicated properly with glucose sensor simulator test. All operating currents are within specification. No unexpected constant tone or lost sensor alarm noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. All buttons functioned properly during testing. No keypad anomaly or lcd connector anomaly was noted.